Event description:
It was reported that a dissection occurred, resulting in additional intervention. An enroute transcarotid neuroprotection system was selected for use in the transcarotid artery revascularization (tcar) procedure. During the procedure, a dissection occurred in the common carotid artery (cca) while inserting the arterial sheath. The dissection was treated with a stitch. The procedure was completed with no additional patient complications. The patient is expected to fully recover.